Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was explanted and replaced. Three weeks prior to explant daily measurements show a decrease in rv pace and shock impedances. The physician suspects this is due to patient condition as the patient was suffering from heart failure and pulmonary edema at the same time.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time no intervention has been performed and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the device has been kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.